Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
Surgeon stated that the standard handle is not rounded at the end and is larger than the number 7 broach. This could lead to a pt fracture as the handle overhangs the broach and could crack the bone. Surgeon was very careful not impact bone too hard.